Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. One blue angled needle and needle wrench were returned. There was marring and gouges around the hub and on the flats of the needle. There was a white ''crystal like'' particle on the tip of the needle. The needle wrench has no visible damage to the flats, but two of the corners were rounded and gouged. In addition, a light pale colored particle was returned in a separate specimen cup in an unknown fluid. The particle is approximately 1 mm by 1 mm in size and is hard to the touch. The white colored particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the white colored particle consists primarily of silicon, oxygen, and carbon. Lesser concentrations of aluminum, sodium, tin, and sulfur were also detected. We are unable to determine the origin of the particle. The lot history, trend analysis, risk analysis and/or direction for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary. See reports of additional devices involved in the event 0001920664-2019-00191 and 0001920664-2019-00193.

Event description:
The user facility reported the surgeon found a foreign matter in the eye while using the phaco sleeve and needle. The surgeon removed the particle with forceps and the surgery was completed.